Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown cup, lot number: unknown.

Event description:
It was reported during a hip replacement the plastic around the impactor handle broke when impacted. Attempts have been made and no further information is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The universal handle assembly was returned with a fractured handle sleeve. The fracture runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to print specification. Strike marks are seen on the strike plate indicating use during a potential field age of approximately 3 years and 9 months DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.